Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6) study. It was reported that patient died. In (B)(6) 2013, clinical status assessment identified the patient's qualifying condition as stable angina. Prior to procedure, an abnormal stress test or imaging stress test was noted indicating ischemia prior to procedure. The patient was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the proximal right coronary artery with 99% stenosis, a length of 12mm, and a reference vessel diameter of 3.5mm. The lesion was treated with pre-dilatation, placement of a 3.00x20mm study stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, the patient died. Per death certificate, "the manner of death was natural".

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2016, a potential stent thrombosis had occurred.